Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and found no active alarms or error codes. The se performed testing and calibrations and the unit passed testing and operated within the manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use, the 840 ventilator battery would not hold charge. The unit was reported to be inoperative and was in safety valve open condition. The patient was transferred to an alternate ventilator and there was no harm to the patient as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.